Event description:
Same event as MFR report numbers: 6000093-2006-02277 and 6000093-2006-02278. It was reported that 4 days post procedure, a thrombosis occurred. Initially, the pt had three liberte' stents implanted in the right coronary artery (rca). The pt presented with st elevation and a myocardial infarction (mi). Plavix was administered and then discontinued due to impending bypass surgery, which lead to a subacute thrombosis (sat). Thrombus was noted throughout all the liberte' stents. The thrombosis was determined by an EKG and follow-up angiogram. Balloon inflations were performed nine times to 12-14 atms. A 6fr introducer sheath, a 5f pacing wire, a 6f jr4.0 sh guide catheter and a voyager balloon catheter were also used in this procedure. The pt remained hospitalized at the time of this report. Add'l info has been requested.

Manufacturer narrative:
The complaint indicated that the stent was implanted and that the delivery device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Because the batch number for this complaint is unk, the shop floor paperwork could not be examined.